Event description:
During the procedure a veriflex bare metal stent 5.0x28mm was introduced and the balloon was inflated to as high as 22 atmospheres of pressure due to calcifications and the lesions not expanding properly. After this, the patient complained of chest pain and vital signs began to decompensate resulting in a code being performed on the patient. The same balloon was inflated to the area in an attempt to tamponade. On removal of the balloon it was noted that it had ruptured. Findings from the surgeon included: large vein graft to the obtuse marginal (om) showed two 95% stenoses distally post percutaneous coronary intervention (pci) with some difficulty due to heavy calcification and final stent deployment with a 5.0 x 28mm veriflex inflated to high pressure due to the calcification that caused a perforation and code arrest leading to the death of the patient.